Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available yet.

Event description:
It was reported that the anchors break during procedure or tear off after procedure. No info on product reference and lot number.

Manufacturer narrative:
Product complaint # (B)(4). Report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. No product code or lot number was not provided which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. Associated medwatch report number: 1221934-2018-50181.